Event description:
The customer alleges that the device fell apart into two pieces. No delay in treatment. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). The review of the device history record (DHR) showed that all manufacturing processes were executed according to standard manufacturing procedures. There was no indication of any quality inadequacies related to the complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the product was detached. It is very likely that the detachment of the product was caused by mishandling, although this could not be confirmed. A 100% leak test during assembly, along with a 100% visual inspection is conducted at the packing area; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the device fell apart into two pieces. No delay in treatment. Patient condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report.